Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: a retained cartridge sample from lot # b201830 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient contacted animas on (B)(6) 2012 alleging that the cartridges and tubing frequent get air bubbles in them on the second day of use after the cartridge has been changed. The patient denied using expired products and stated the cartridges are not reused. The patient verbalized proper technique for filling the cartridge and verified the insulin is at room temperature. The patient reported that after noticing the air bubbles, her blood glucose sometimes becomes elevated to 130-260 mg/dl with no reported symptoms of hyperglycemia. The patient reported that she was aware the proper technique for removing the air bubbles and was able to adequately verbalize the procedure to customer technical support. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation of air bubbles in the cartridge and tubing remained unresolved.

Manufacturer narrative:
The cartridge has not been returned to animas. No conclusion can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.